Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the disconnect alarm was found to function as intended. No fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: b 1 updated to reflect the assessment and MDR as serious injury reportable.

Event description:
Corrective reports need to be filed as the initial did not reflect the event on serious injury reportable on the cover page.

Event description:
Ro 1147986: during an MRI the o2 hose became disconnected and operator noticed the patient was not breathing. No alarm went off. Additional information received 28 april 2021 (email): no patient injury. Pulmonary therapist bagged the patient. No report to FDA.